Event description:
It was reported that there was a breakdown of insulation on the right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal portion of the lead was returned and no anomalies were found. The proximal portion of the overlay tubing of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo. Concomitant medical products: c154dwk bi-ventricular defibrillator implanted: (B)(6) 2008. A 419488 lead implanted: (B)(6) 2004. (B)(4).